Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), alopecia ("hair loss"), arthralgia ("joint pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, weight increased, arthralgia and depression was resolving and the abdominal pain upper, feeling abnormal and alopecia had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, depression, feeling abnormal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain upper, alopecia, back pain, feeling abnormal and weight increased, joint pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), alopecia ("hair loss"), arthralgia ("joint pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, weight increased, arthralgia and depression was resolving and the abdominal pain upper, feeling abnormal and alopecia had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, depression, feeling abnormal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain upper, alopecia, back pain, feeling abnormal and weight increased, joint pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: joint pain, depression and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain and weight increased was resolving and the abdominal pain upper, feeling abnormal and alopecia had resolved. The reporter considered abdominal pain upper, alopecia, back pain, feeling abnormal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain upper, alopecia, back pain, feeling abnormal and weight increased . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.